Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6) 2023 the user attended an appointment for an audio processor update but a few seconds later the user stopped hearing. About 3-4 months earlier the user was not able to hear with the device. CT scan has been scheduled and a re-implantation is considered.

Manufacturer narrative:
Conclusion: according to the complaint information and the manufacturer_s experience with this kind of device, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. However, to determine an exact root cause of failure a device investigation of the explanted device is necessary. Explantation surgery might be considered, but no date has been scheduled yet.

Event description:
The user_s hearing performance with the device is affected. During a processor update appointment, the hearing with the device stopped.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. Based on the manufacturer's experience with this kind of devices, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. In addition, during explantation surgery four channels were found extra-cochlea. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The user's hearing performance with the device is affected. During an audio processor update appointment, the hearing with the device stopped.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. Based on the manufacturer_s experience with this kind of devices, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. In addition, during explantation surgery four channels were found extra-cochlea. The investigation results appear to match the problems mentioned in the recipient report. This is a final report. This report is a correction; the user was reimplanted on the same side (not on the contralateral side).

Event description:
The user_s hearing performance with the device is affected. During an audio processor update appointment, the hearing with the device stopped. The user has been re-implanted. As per device explant report information, 4 channels were found extra cochlear at explantation.